Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. A trunk-ipsilateral leg component was being advanced through the gore® dryseal sheath and reportedly, not advanced outside of the sheath when resistance was met. It was reported that further advancement of the device through the sheath was not possible. Reportedly, there was nothing about the patient's anatomy that may have caused or contributed to the resistance. The physician elected to remove the trunk-ipsilateral leg component from the sheath. It was reported that after the decision was made to remove the device resistance was again encountered during the withdrawal of the trunk-ipsilateral leg component. Reportedly, the cause of the resistance is unknown. It was reported that as the device was withdrawn back into the sheath for removal, it was noted that the leading olive had completely separated from the delivery catheter and now remained within the sheath. Reportedly, the cause of the leading olive separation is unknown. Upon removal of the trunk-ipsilateral leg component from the sheath it was reported that the sheath valve would no longer maintain hemostatic pressure. The cause of hemostatic pressure loss is unknown but it is believed that the exposed metal locking pin may have punctured or torn the valve during removal of the graft. Blood loss was not reported during the loss of hemostatic pressure and an intra-operative transfusion was not required. The sheath and leading olive were removed from the patient and the sheath was replaced with another gore® dryseal sheath to complete the procedure. Reportedly, the trunk-ipsilateral leg component was advanced into position below the renal arteries and deployed without further issue. It was reported that the patent tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the leading olive separation could not be determined with the provided information.

Manufacturer narrative:
Additional device involved in this event: (B)(4).